Event description:
It was reported that the quantum 2 surgery system unit had a split screen fault. The complainant indicated that there was a 30-minute delay of the procedure but that there were no patient consequences. The procedure was completed using this device.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was made available.